Event description:
No additional event information.

Manufacturer narrative:
His event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit's comb was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was june 1, 2017 where it was reported that the device won't feed the carrier thru/ comb damaged and the ball detent, roller, worn bushings, worn side plates, damaged comb, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher on december 4, 2018 revealed roller, right side plate, and ratchet gear were damaged. The calibration was within specifications and the device produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 4, 2018 which included replacement of the roller, worn bushings, worn side plates, and ratchet gear. Skin graft mesher, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed since during product review there was no issues noted about the comb. The root cause of the bent comb could not be determined with the provided information since during product review there were no issues with the comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that units comb was bent. No adverse events were reported as a result of this malfunction.